Event description:
New information received notes that the patient presented remotely via merlin.net and in clinic for a follow-up. Review of the transmission and upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. No changes or interventions were reported. The patient condition was not known.

Event description:
New information received notes that the noise noted on the right atrial (ra) lead was reproducible. The ra lead was explanted on (B)(6) 2024 and was not replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil at proximal region consistent with friction to the device can. The cause of the reported events was isolated to the exposed outer coil at the abrasion zone. No other anomalies were noted with the exception of procedural damage.